Manufacturer narrative:
Patient weight: unk. Patient ethnicity: unk. Patient race: unk. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -10.5/2.5/167 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced with a longer length lens due to low vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.